Manufacturer narrative:
(B)(4). Date sent: 12/20/2022. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned applicator. Visual analysis of the returned sample determined that an individual 1-up carton was returned. The temperature indicator sticker on carton had been triggered and was pink, indicated that the package was subjected to a temperature in excess of 50°. The device was opened and visually inspected for damage to the buttress attachment material (bam) pattern. Upon visual inspection showed visible signs of high temperature with a melted and migrating bam pattern. No conclusion could be reached on what may have caused the reported incident. As part of our quality process, the manufacturing records of this lot number were reviewed, and the manufacturing standards were met prior to the release of this lot. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device ech60r; rdcdtcs0 number and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an open pneumonectomy, the heater indicator was red when the device was about to use. The device was storage at the same place as the other product, but only this device¿s heater indicator turned red. Another device was used to complete the case. There were no adverse consequences to the patient.